Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot number was unavailable. A review of the manufacturing records for the device was not possible since the device lot number was unavailable. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.

Event description:
On the event date, this patient underwent endovascular repair using gore excluder aaa endoprostheses. While obtaining initial vessel access, the gore introducer sheath tore the intima in the left common femoral artery. Three gore viabahn endoprostheses were implanted, and the patient received 6 units of blood. Due to the nature of the tear, unplanned conduit access was initiated using an 8x40 gore graft. The remaining devices were implanted successfully. The patient tolerated the procedure.